Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical product: zimmer persona femoral cemented ps standard left size 9, catalog #: 42500606601, lot #: 62978669; zimmer persona articular surface fixed bearing ps left 12 mm height, catalog #: 42511400712, lot # 62857173. (B)(6). Customer has not yet indicated if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a total knee arthroplasty, the patient was revised due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of x-rays revealed linear radiolucency underlying the anterior and posterior tibial tray. Radiolucency was also noted at the medial tibial tray. The tibial tray coronal beta angle is approximately five degrees varus. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.